Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received stating that the surgery was successfully completed with a one hour delay due to the reported event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Although requested, additional information has not been received from the reporter as of the date of this report submission. This report is for one unknown zero-p implant holder. Part and lot number were not provided for reporting. Other number¿UDI: unknown part number, UDI: unavailable. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during surgery on march 15, 2016, when the surgeon was attempting to insert the zero-p the implant fell out of the implant holder and fell into the patient's wound. The surgeon attempted the insertion a second time and again the implant fell out of the implant holder. This report is for one unknown zero-p implant holder. This report is 1 of 1 for (B)(4).